Event description:
Healthcare provider reported a left side "possible rupture". Healthcare provider later reported "rupture confirmed by MRI". The device has been explanted.

Manufacturer narrative:
Continued h6 (health effect impact code): f2203 imaging required a review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side "possible rupture". Healthcare provider later reported "rupture confirmed by MRI". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.